Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported 4 broken blades from the same lot. No patient involvement reported.

Event description:
Customer reported 4 broken blades from the same lot. No patient involement reported.

Manufacturer narrative:
(B)(4). The customer returned one 004551004 rusch greenlite disposable metal mac 4 blade outside of its packaging for evaluation. Visual inspection of the blade revealed the fiberoptic light guide was broken near the handle base. The returned blade was connected to a lab inventory rusch handle. The light was able to turn on but was not able to transfer through the fiberoptic light guide. The device history record of lot 2010341 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The rusch greenlite instructions for use (IFU) states, "do not sterilize or autoclave. This product is not suitable for an MRI environment. Do not use if individual unit has been opened or damaged. Only personnel adequately trained to perform tracheal intubation should use laryngoscopes." The reported complaint of a broken blade prior to use is confirmed. The sample was returned with no signs of use. The light guide had completely separated from the handle base. Based on the damage observed, the root cause was determined to be packaging. A CAPA was initiated for an increase in greenlite breakage complaints. Teleflex will continue to monitor and trend on complaints of this nature.